Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding under 100cc occurred during a roux-en-y procedure even though end tones, indicating a completed seal cycle, were heard. It was noted that there was significant tension on the tissue and that the surgeon was ¿blindly¿ grabbing tissue while not looking at the tips of the jaws. This occurred on tissue that was described as ¿thick¿ during the last seal of the root mesentery. The jaws were 50-75% full. The bleeding was controlled with the complaint device and the procedure was finished with the same device. There was no injury to the patient. The device was discarded by the site.